Event description:
It was reported that during use of the burr in an ankle arthroscopy, metal shavings were noted in the surgical site. The ankle joint was flushed extensively with irrigating solution and it is uncertain whether the shavings were retrieved. To date there is no report or injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form completed by the manufacture. Investigation results: an investigation could not be performed because the product used in this event was not returned to conmed linvatec. A review of product history from january 2004 to current date shows three previous reports for this failure mode. The number of units distributed over this time frame totals over 6,000 units. Including this event, this reflects a failure rate of 0.06 percent. This product will continue to be monitored for failures.